Event description:
Customer reported a concern with the energy output. Per the customer, 3 pts may have been burned and that there is a black spot inside the crystal tip. Per the customer, the crystal also had a spot on it and that she cleans it all the time.

Manufacturer narrative:
The lumenis service depot found a sticky black substance on the tip of the sapphire. The service depot recommended that the customer clean the sapphire tip of any debris during and after use. Per the service depot, the energy concern is attributed to the sticky substance. Per the service depot, there were no black spots on the tip other than the substance found on the external portion of the tip. Service depot performed energy meter calibration. Customer will be sent a copy of the lightsheer letter which reviews proper maintenance of the lightsheer sapphire tip.